Event description:
Presented for and had mvr completed. Physician requested carpentier-edwards porcine mitral valve size 25. The valve box, container the valve was in, and the paper work all verified porcine valve. However, the implant papers -the one to send to the company, said carpentier edwards mitral bioprothesis. The other implant stickers and the pt temporary card stated pericardial valve (not porcine). Staff made corrections to all papers.